Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that prior to intra-aortic balloon (iab) insertion on a patient, the customer found tip of sheath was kinked. Replaced catheter to continue therapy. No patient injury was reported.

Manufacturer narrative:
A 7.5fr side port sheath dilator assembly was returned. No blood was visible on the returned components. There was clear fluid observed inside the sheath sideport tubing. The sheath tubing was found to be oval shaped from near the middle to the tip. The evaluation confirms the reported problem. It is unknown when this may have occurred. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that prior to intra-aortic balloon (iab) insertion on a patient, the customer found tip of sheath was kinked. Replaced catheter to continue therapy. No patient injury was reported.